Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead got stuck in the patient's tricuspid valve and could not be moved. The lead was surgically abandoned and replaced. No adverse patient effects were reported.